Event description:
A male pt underwent aaa repair on (B)(6) 2010. The top trigger wire was released without problem and the pin vise loosened. When attempting to advance the inner cannula to release the supra renal stent, the top cap remained in position and the inner cannula bowed within the main body graft. After some manipulation, the inner cannula advanced and the supra renal stent released and the remainder of the procedure proceeded without incident. Pt outcome was not provided by rptr.

Manufacturer narrative:
Unk as no info was provided regarding condition/outcome of the pt. Difficult to deploy; the provided physician's reference manual lists troubleshooting techniques if this type of issue occurs. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the end user. Each device is sent with an IFU, which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the instructions for use for the main body graft states: "read all instructions carefully. Failure to properly follow the instructions, warnings and precautions may lead to serious consequences or injury to the pt." Specifically, the IFU lists key anatomic criteria that, if followed, could prevent this failure mode from occurring. All trained physician have access to a physician's reference manual that lists troubleshooting techniques if this failure mode is to occur. The controls are in place for the soldering process ensuring the barbs, on the suprarenal stent, have the correct amount of solder and correct amount of spacing between the stent struts and barb wire. No images or the device was returned to assist with this investigation, thus a definitive root cause cannot be determined or reported at this time. If additional info becomes available in the future that alters the scope or findings of this investigation, this report shall be amended at the appropriate time in the future. We will continue to monitor for similar complaints.